Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle and suture detached when stitching the abdominal cavity. It was reported that the problem of detached needle and suture happened continuously during the procedure. The surgeon suspected that the products with the same lot number have quality problems and returned 32 each for investigation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of thirty-two devices. The visual inspection and functional evaluation of the sealed samples had acceptable results. The visual inspection of the open samples noted one suture and one needle. The needle was broken at the swaged end. The broken swaged end of the needle was attached to the suture. It was observed, under magnification, that instrument marks were present on the swaged end of the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needles were grasped improperly at the swaged end of the needle during application. Firmly grasping the needle at the swaged end can deform the crimp, can cause the needle to disengage from the suture, and can even cause the needle to break at the swaged end. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.